Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0a9u0, implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient had tenderness at the pocket side and side following a fall. The patient fell on their hip this morning and didn¿t think it hit the spot where their device was at. The patient expressed concern that something may have happened to their implantable neurostimulator (ins). The patient never felt stimulation, but the therapy was effective and this had not changed after the fall. The patient was going to a foot health care provider (hcp) where they would trim the patient¿s toe nails because the patient had a bad back and couldn¿t bend over very far anymore. It was further reported that the patient fell on the left hip where the ins was located in the left upper buttock. The patient¿s hcp instructed them to call if bruising or tenderness developed or if the patient had problems with urination. The hcp called the patient on (B)(6) 2015 and they had no problems. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment. The patient would have an appointment on (B)(6) 2015 and the hcp would do analysis to assess for problems.